Manufacturer narrative:
Received one device. Visual inspection found damage to keypad, downstream occlusion sensor (dso) and seal. Resolution of the reported issue was confirmed by the technician. Damage keypad, downstream occlusion sensor (dso) and seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the cassette cannot be connected properly. There was no reported patient involvement.